Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient periodically has difficulties connecting to their pump and they are not always able to get their boluses when they want them. The patient reported that it doesn't work all the time and "takes forever to communicate" despite avoiding emi, charging equipment, and unplugging it before using it. The patient stated that they get "no pump response" while connecting but also makes them resync or retry. Patient also reported being concerned with the communicator due to sometimes the bluetooth light being solid when they initially turn it on instead of flashing like it should. The patient stated they have dropped the communicator on carpet and vinyl flooring a few times and are currently going through cancer treatment. Patient stated their equipment does not have visible damage. Patient services (ps) assisted the patient in toggling off wifi, toggling off/back on bluetooth and location, and reviewed resetting the communicator. The communicator will be replaced and the patient will call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-dec-2020, UDI#: (B)(4). Analysis of the communicator found that the tm90 usb port has a little damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.